Event description:
It was reported through service report that the siderail was broken off and the litter was bent due to customer misuse.

Manufacturer narrative:
Conclusion - recommended bed be scrapped.